Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical/surgical intervention required to treat the patient condition including medication name and results. Did the patient have an infection? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?were any pre-op cleansing procedures changed recently? If yes, please describe. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available?

Event description:
It was reported that a patient underwent an open reduction and internal fixation of left distal tibiofibular fracture under combined spinal and epidural anesthesia on (B)(6) 2024 and suture was used. During the surgery, routine muscle and skin suturing was performed. Post-op, the patient experienced inflammation and wound secretion. On the third day after surgery, the patient began to experience wound rejection reactions, including recurrent low-grade fever, night sweats, redness, swelling, and pain at the sutured site. The surrounding skin color was red, and the skin temperature was higher than that of the surrounding normal skin, with persistent obvious exudation; immediately invited a orthopedic doctor for consultation. Additional information was requested.